Manufacturer narrative:
A review of the manufacturing records for the device verified the dlot met all pre-release specifications. According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to aneurysm enlargements.

Event description:
The following information was reported to gore: on (B)(6) 2013 a patient underwent treatment of a descending thoracic aortic aneurysm measuring 63.2mm with a conformable gore® tag® thoracic endoprosthesis. On (B)(6) 2013 the maximum aortic diameter was 47mm by cta. On (B)(6) 2014 the maximum aortic diameter was 49mm by cta. On (B)(6) 2015 the maximum aortic diameter was 48mm by CT. On (B)(6) 2016 the maximum aortic diameter was 49mm by cta. On (B)(6) 2019 the maximum aortic diameter was 56mm by CT. On (B)(6) 2019 the patient expired of unknown cause.